Manufacturer narrative:
(B)(4). The customer reported the ac indicator light is not working. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.

Event description:
The customer reported the ac indicator light is not working. There was no report of pt involvement.